Manufacturer narrative:
The returned fiber measured approximately 316 cm from the top of the connector to the distal tip. The fiber was kinked approximately 18 cm from the distal tip and 29 cm from the top of the connector. Since there was no reported event, the fiber was analyzed for "fiber break". Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.

Event description:
A flexiva 200 laser fiber was returned to boston scientific corporation on (B)(6) 2018. Per results of the investigation, the laser fiber was tightly tangled and kinked.